Event description:
The car device was used following a lar procedure in patient suffering from diverticulitis. A leakage was evident on day 04 po. The patient was re-operated.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices, and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.